Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ping meter had a power issue - meter would power off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue first occurred on (B)(6) 2016. The patient manages their diabetes with insulin pump therapy and stated that they continued to take their normal, unspecified, dosage of humalog insulin and toujeo insulin as a result of the alleged product issue. The patient stated that 2 weeks after the alleged product issue began they developed symptoms of "headache and tired" which they associated with having high blood glucose levels. Despite experiencing these symptoms, the patient did not require any form of treatment. At the time of troubleshooting, the cca noted that the batteries did not need to be changed per the owner's booklet recommendation and it was confirmed that there was no misuse of the subject meter. The patient's products were replaced and requested for evaluation. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.